Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage on the electronic assembly. Further testing was not performed due to the blank display.

Event description:
The customer reported that the insulin pump alarmed and had moisture damage. Troubleshooting was performed. The customer stated that he was riding a boat and water could have splashed the insulin pump. The customer also stated that he noticed the device stopped working and moisture under the display was noticed. No further information was provided.